Event description:
It was reported that the video system center had digital visual interface (dvi) port issue and image flickering. The issue was identified during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurred in the image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the failure of the dp board (printed circuit board) caused the digital visual interface (dvi) port issue and image flickering and noise in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.